Event description:
The pt was a two month old male infant with hypoplastic left heart syndrome. Reportedly the pt had kidney problems prior to his surgery on 1/29/97. A 5mm ID thin walled vascular graft was used as an aorto-pulmonary shunt in a norwood procedure. Reportedly, there were "a lot of ventilation problems" with the pt. The pt was kept on heparin for 3 to 4 days after the surgery. In march, the pt died and at the autopsy dr noticed in the front of the aorta and around the graft there was a fibrin tissue cake. The dr felt that since the aorta was very small in diameter on this pt it was likely that this "tissue" compressed the aorta and contributed to the low circulation and the death of the child. Because of the location of the tissue mass, the dr was unable to substantiate a compression of the aorta at the autopsy.